Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily calcified. The device was prepared according to the instructions for use. The supera peripheral stent delivery system (sds) 5.0 x 100 6f 120cm partially deployed as the ratchet mechanism could no longer be pushed or retracted. It was reported that the deployment lock unlocked and the thumb slide advanced to the most distal position on the handle. The delivery system was removed as one unit without incident. Another supera stent was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The stent implant was returned deployed off the device; therefore, the reported deployment issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.